Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case and the barrel clamp head were cracked. A review of the event history log identified check clutch. During the functional testing the reported issue was able to be duplicated. The check clutch error was found during the occlusion test. The plunger tube was found discolored with a black color. The root cause of the check clutch issue was due to normal wear as the pump was over 6 years old. The discoloration was chemically induced by the customer. Replaced lead screw and both clutch halves. Replaced plunger tube. Performed preventative maintenance and all functional tests which passed.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump was not delivering and was noted that the syringe bar was black and had bad clutch. No adverse effects were reported.